Event description:
It was reported that during a procedure using a quantum 2 controller, after powering on the controller began alarming. Several wands were connected, however the unit continued to alarm. After an hour surgical delay, the surgeon opted to complete the procedure using a competitive device. There were no patient complications reported as a result of this event.